Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported she had 3 days of elevated blood glucose readings of over 300 mg/dl with her normal range being 150-180 mg/dl. She stated she was tried and did not feel well. She states, her blood glucose levels have not been normal since the beginning of the year when she started using her insulin infusion device. During troubleshooting, the pt stated she has air bubbles in her tubing and cartridge and has difficulty in changing her insulin cartridge and priming the infusion set. The proper procedure for changing the cartridge and priming the infusion set was reviewed with the pt. The pt stated she has never changed the adapter for her infusion device. She was advised the adapter needs to be changed every 10th cartridge change. The pt stated her current blood glucose levels are normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.